Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter, but the foreign matter could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced no air or water flow. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was able to be confirmed. During the device evaluation it was observed that there was no air or water flow due to foreign material clogging the nozzle and could not be removed. This phenomenon is due to insufficient reprocessing of the scope. In addition to this finding, it was observed that the angle wire was stretched. It was also observed that the light guide lens was cracked due to shock caused by a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.